Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by the software triggering the power save mode while in x-plane color. The issue has been resolved in a software update.

Event description:
It was reported, the epiq ultrasound system displayed color artifact when using the verisight pro catheter in xplane. The event occurred during patient use, in a catheterization lab, performing an ep structural heart procedure. The procedure was completed using a tee probe. There was no patient or user harm. The customer disposed of the ice catheter.

Manufacturer narrative:
It was inadvertently reported the event system was an epiq 5; however, it was an epiq cvx. The following areas have been updated: product brand name, catalog item identifier, device identifier (gtin).

Event description:
It was reported, the epiq ultrasound system displayed color artifact when using the verisight pro catheter in xplane. The event occurred during patient use, in a catheterization lab, performing an ep structural heart procedure. The procedure was completed using a tee probe. There was no patient or user harm. The customer disposed of the ice catheter.

Event description:
It was reported, the epiq ultrasound system displayed color artifact when using the verisight pro catheter in xplane. The event occurred during patient use, in a catheterization lab, performing an ep structural heart procedure. The procedure was completed using a tee probe. There was no patient or user harm. The customer disposed of the ice catheter. Philips has started an investigation for this complaint.